Event description:
The company was informed that during an ear exploration to remove dirt from inside the ear canal, the electrode array was confused with the dirt and was extracted. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.